Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3.65 m extension set leaked at the connection to the transfer set. This was noticed during peritoneal dialysis therapy. The patient continued and completed the therapy after noticing the leak. As a result, the patient received prophylactic antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye was performed and the reported condition could neither be confirmed or refuted. Due to the nature of the returned sample, no further testing was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.